Event description:
A user facility reported to olympus that an error "e103" occurred after changing the lamp. The problem, as reported to olympus, was identified prior to a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Upon review this incident has previously been reported on report # c22259749. This report has been determined to be a duplicate.